Event description:
Medical records received from legal, the patient was revised because of pain, and loose femoral component. This was not part of the litigation.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Medical records received from legal, the patient was revised because of pain, and loose femoral component. This was not part of the litigation. Doi: (B)(6) 2007, dor: (B)(6) 2008 (left hip). The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. The investigation could not draw any conclusions regarding the reported event with the information available, however, it was identified in the provided medical records that the depuy femoral device was implanted with competitor manufactured acetabular product. This use of the depuy device is not recommended. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.